Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): faulty drop rate / under infusion: " one-hour chemotherapy treatment was planned to the patient. Infusion rate and volume was programmed correct. When the drug was supposed to be the end, it was, however, still remaining in the bottle. The drug was given to the end at the same infusion rate. The end of treatment was delayed for 30 min. Chemotherapy dose was checked , as well as broviac cannula before starting the infusion."

Manufacturer narrative:
(B)(4). The is currently shipping from user facility to our service laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
(B)(4). The infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.